Event description:
A non-healthcare professional reported that during the cataract with intraocular implantation surgery, upon initial phaco pedal depression after engaging the cataract with the phacoemulsification (phaco) tip and handpiece, the classic milky white indication of complete occlusion occurred and the patient experienced a significant phaco wound burn. The surgeon removed the phaco tip from the eye and fully depressed the phaco pedal to clear the occlusion. The removal of the cataract and implantation of the intraocular lens (iol) were uncomplicated. The surgeon was able to secure the wound with four interrupted sutures. Outcome of the patient was unknown. This report pertains to the phacoemulsification tip involved in the reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.